Event description:
A medtronic representative reported that, while in a transsphenoidal procedure, the surgeon registered the patient successfully and deemed being accurate on superficial anatomy. When navigating deep into the sinuses, the surgeon alleged being inaccurate, approximately 3cm. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software engineering evaluated the available information regarding this issue. It is suspected that the surgeon did not trace far enough posteriorly on the patient anatomy to provide enough data to the computer in the posterior region. However, this cannot be confirmed with the information provided by the site. A medtronic representative reinforced with the site how to properly trace the patient. No further subsequent issues have been reported.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). Patient weight not made available from the site. A medtronic representative, following-up at the site, reported that navigation actually went well and the inaccuracy was identified only when deep. Software investigation has not been completed.